Manufacturer narrative:
Device was received with the retainer still attached to the pump case properly. A test p-cap and reservoir locks into place inside the reservoir the reservoir tube properly. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08675 inches. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir was popped out. Customer also stated that part of the reservoir was break. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.